Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two ta* 90 - 4.8 stapler opened by the account. The reported condition for this incident states poor staple formation. The tyvex lids and cardboard were received from the account with staple lines present. The account descriptions of the staple lines were confirmed by the staple lines received. No abnormalities with device a were observed. The device b was received loaded with a 4.8mm sulu that had been fully fired; two staples were protruding from the top of the cartridge. The handle was broken and dislodged from the handle cavity. Functional testing was precluded for device b due to the observed conditions of the instrument. Device a was reloaded with staples and fired over the appropriate test media with acceptable staple formation. Visual inspection of the returned sample confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the broken handle and the reported condition was confirmed. Based on the product analysis, the failure was confirmed to be attributed to the reported event. Replication of the poor staple formation may also occur if the instrument jaws are clamped over an obstruction during use, such as cardboard or tyvex. Replication of the broken handle may occur when attempting to fire with: no loading unit, a previously fired loading unit or an improperly seated loading unit. The file will be closed as misuse of the product. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the devices were not used in a procedure. Two ta staplers off the shelf were used to test fire the devices in order to see if they would recreate a previous issue that the surgeon had experienced. The first device was test fired on cardboard, the staples went through the cardboard but the tops of the staples laid sideways. The second device was fired into the tyvek packing, the staples did not penetrate the tyvek and they are standing straight up like little track hurdles. The sales rep used a ta60 stapler again on the tyvek, and those staples penetrated and formed correctly. The ta9048s is a stapler that comes with a reload already in it. The stapler was only fired once. This is an open stapler and the stapler does not reticulate.